Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
Device manufacturing date is unavailable. A replacement product was sent and delivered to the site. No parts have been received by the manufacturer for evaluation. No product returned.

Event description:
A site representative reported that, while in a spinal fusion procedure, it was found that the open spine clamp had a defective screw as it was stripped. The site was able to use another clamp to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further review of the complaint history by hardware engineering found additional occurrences of the reported issue. The reported physical damage is general and typical of the intended use. The complaints are being monitored through post market monitoring with no further actions required.

Manufacturer narrative:
The suspect clamp was returned to the manufacturer for evaluation. The adjustment screw threads on the clamp were damaged, resulting in the screw to seize. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.